Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The transmitter ultimately regained connection with the pump. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 203 mg/dl. Reportedly, the customer continued using pump for insulin therapy.